Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said they had hip surgery (not related to device/therapy) on (B)(6) 2019 and they went to check on their implant on (B)(6) 2019, but they encountered the power on reset (por) message. Caller noted the nurse practitioner (np) told them to get their device checked, but they have yet to do so. As a result of what was reported, they were redirected to their healthcare provider (hcp). No patient symptoms were reported and no further complications have been reported as a result of this event.